Event description:
It was reported that following a successful ptca/stent procedure, separation of the guide wire tip was noted upon removal of the interventional device. Retrieval of the separated guide wire tip from the small and spasmodic vessel was not attempted.